Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units from the anticipated fill estimate. Despite the issue, there was no adverse impact to the customer's blood glucose level. Caller was educated by technical support on the importance of removing air from the cartridge before filling, acknowledged the information, and decided to continue using the current cartridge without loading a new one, stating they would follow up if necessary.